Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to a motor cycle accident. Customer experienced a low predict and sensor variations with the blood glucose levels. Customer's sensor read 70 mg/dl when his blood glucose reading was 300 mg/dl. Customer declined troubleshooting. No further information reported.